Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had reached to onsite on 17 june in order to replicate the (B)(6) complaint. The fse was unable to pump with testing catheter and trainer upon initially testing with the unit. The unit was surfaced with the "autofill failure alarms" , "shuttle purge" have been timed out. The fse had further identified the fluid and soil inside the safety disk. The drive manifold was cleaned, along with pneumatic lines inside pim and from pim to fill manifold, to pressure vacuum reservoir. The fse had cleared the pneumatic lines in console in service mode via "autofill tests" and was also able to complete the "inflation" and "deflation" tests, as well as flash fill tests, x1,x2 and x3 all lines up to atmosphere. The fse was able to complete 30 psig calibration in service mode without exception. After post completing a formentioned steps than it successfully pumped with testing catheter and trainer in clinical mode. The pim was being replaced as a precaution. The unit had been calibrated and passed all functional and safety tests per factory specifications. The service was being completed. The failure analysis and testing dept. Received pneumatic module assy, with a reported unit failure of autofill failure. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pneumatic module assy, into the cardiosave test fixture serial number (B)(6) and tested the pneumatic module assy. To factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. After performing the all-manifold tests, the fat dept. Observed results that indicated all tests passed. The fat dept. Could not replicate the failure that the customer experienced of autofill failure. The pneumatic module assy. Passed testing. Retaining the pneumatic module assy. In the fat dept. Per procedure number 0002-07-d008 rev.ar. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unable to pump with testing catheter and trainer upon initially testing unit. Surfaced autofill failure alarms, shuttle purge timeout. No patient involvement was reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported while being maintained in-house by the complainant, that the cardiosave intra-aortic balloon pump (iabp) unable to pump with testing catheter and trainer upon initially testing unit. Surfaced autofill failure alarms, shuttle purge timeout. No patient involvement was reported.